Event description:
The initial reporter received questionable elecsys total psa and elecsys free psa results for one patient sample with a cobas e 801 module serial number unknown. The free psa value was greater than the total psa value. The total psa result was 0.19 ng/ml. The free psa result was 0.25 ng/ml. The questionable results were reported outside of the laboratory. This medwatch is for total psa. Refer to the medwatch with patient identifier (B)(6) for the free psa assay.

Manufacturer narrative:
The sample and customer's calibration and qc results were requested but not provided. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.